Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 451 mg/dl. The customer had a headache, was thirsty, and tired. The customer was giving herself insulin injections. The customer discontinued using the insulin pump and reverted to manual injections. Air bubbles were in the tubing clogging it. The site was occluded. The customer was advised that the device would be replaced and agreed to return the product for analysis.